Event description:
It was reported that the device doesn't work. No pt consequence occurred. No further info available.

Manufacturer narrative:
Date sent: 06/09/2008. Eval summary: the handpiece was returned with a loose mount. It was tested on a gen04 and gave an error code 3. The handpiece was disassembled; a torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.